Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The led anomaly noted absents of red flashing led indicator, the problem was isolated to the keypad electronics. The insulin pump passed displacement test and self test. The insulin pump had cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case, minor scratched lcd window, cracked reservoir tube lip, and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer received a power error. Customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.